Event description:
Spontaneous contact: patient reported she is unable to get cap off syringe, using pliers, sometimes pulling needle off syringe. Unknown if patient missed a dose; no adverse event reported; unknown if device available for return; unknown lot/expiration. No further information known. Reported to (B)(6) by: patient/caregiver.